Event description:
It was reported that there was an over infusion of an unspecified medication. The pump functioned as expected. However, the clinician loaded the IV line into the wrong pump channel, resulting in over infusion. The customer indicted that "the patient had no adverse reaction" and that no medication intervention was required.

Manufacturer narrative:
Omit: other occupation. Correction: initial reporter occupation, report source, report source other. Additional information: imdrf annex a, g, b codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report.

Event description:
It was reported that there was an over infusion of an unspecified medication. The pump functioned as expected. However, the clinician loaded the IV line into the wrong pump channel, resulting in over infusion. The customer indicted that "the patient had no adverse reaction" and that no medication intervention was required.

Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.